Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was in the emergency room (ER) and needed to order pump supplies. The reporter did not provide details as to why the patient was in the ER or what treatment was provided. Pump troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient sought medical intervention for an unspecified event, and the pump could not be ruled out as a contributing factor.